Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a flush/loose drive support disk. Unable to verify the motor error alarms. The motor was tested outside the unit and passed the test.